Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that a 40-50-year-old male (120kg) patient underwent an unknown ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. During use (ablation just started) the patient suffered tamponade. Transseptal puncture was performed with an abbott product. Prior to noting cardiac tamponade ablation was performed. There was no evidence of steam pop. Irrigation catheter was used in the event and the flow setting: 30ml/min. Error messages 87 was observed on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector and visitag. Visitag module was used, 3mm, 3sec, 25%, the recommended values for atria. Additional filter used with the visitag: ai 380/500 and color options were used prospectively: force within recommendations. The patient outcome of the adverse event was reported as: worsened, tamponade = perforated heart = extra time to recover. The reporter stated possibly yes regarding if the patient required extended hospitalization because of the adverse event. The physician¿s opinion on the cause of this adverse event not a bwi product malfunction. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30474351m] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 5/26/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male (120kg) patient underwent an unknown ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. During use (ablation just started) the patient suffered tamponade. Transseptal puncture was performed with an abbott product. Prior to noting cardiac tamponade ablation was performed. There was no evidence of steam pop. Irrigation catheter was used in the event and the flow setting: 30ml/min. Error messages 87 was observed on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector and visitag. Visitag module was used, 3mm, 3sec, 25%, the recommended values for atria. Additional filter used with the visitag: ai 380/500 and color options were used prospectively: force within recommendations. The patient outcome of the adverse event was reported as: worsened, tamponade = perforated heart = extra time to recover. The reporter stated possibly yes regarding if the patient required extended hospitalization because of the adverse event. The physician¿s opinion on the cause of this adverse event not a bwi product malfunction. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.